Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, there was discoloration found inside the duodenovideoscope's light guide lens. Additionally, there was a gap observed in the adhesive area between the z-block and the distal end. Lastly, the plastic distal end cover presented with residual liquid. There was no patient involved.